Manufacturer narrative:
The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred with a large volume infusor. The infusor was programmed to infunse 5ml/hr but it infused 2ml/hr instead. The pump was filled with fluorouracil 73 ml and diluted with sodium chloride 160 ml. Total fill volume was 233 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.